Manufacturer narrative:
D4 - all product information is unknown, therefore, UDI information is unknown. E1 - (B)(6).

Event description:
The event occurred on an unspecified date and involved and unspecified primary IV set that was reported to be dislodged spontaneously from tpn bags resulting in the loss of entire bags of tpn. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of separation cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review could not be performed due to the lot number for this complaint was unknown.